Event description:
It was reported that there were concerns with this pacemaker's longevity. Technical services (ts) reviewed the reports and stated that the projected longevity may be reasonable but advised to continue to monitor the longevity. It was also noted that the patient does not need much pacing from the device. Reviews also showed that the device exhibited a sudden increase in impedance on the right ventricular (rv) channel. The impedance remained within range. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.